Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately calcified vessel. A 3.50mm x 20mm nc emerge balloon catheter was advanced for post dilation. However, during inflation at 10 atmospheres, the balloon ruptured. The device was removed and replaced with another 3.50mm x 20mm nc emerge balloon catheter which also ruptured during first inflation at 10 atmospheres. The device was also removed intact, and the procedure was completed successfully with a different device. There were no patient complications nor injuries reported.